Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue with blank screen, no audible tones/vibration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged no power issue was duplicated in the evaluation. Review of black box data found pump reboot after multiple low battery and replace battery warnings. The returned battery cap was undamaged and able to fasten properly onto the pump. Warnings of drastic voltage drop were also found in the alarm history. The pump power up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence was completed with no incidences. A 24-hour basal exercise was not completed due to low battery alarm at 9-hour, followed by replace battery alarm at 13-hour, and the pump loss power thereafter. The electrical power draws were out of specifications. Pump casing was opened and the printed circuit board was inspected. All current draws returned to within specifications when the continuous glucose monitor (cgm) module connector wire was unplugged from the printed circuit board. No intermittent conditions were found on the cgm module.